Event description:
It was reported that the patient feels their device has become weaker and in the recent months while experiencing more seizures. The patient's settings were increased and as a result the patient "felt better". Further information was received that the breakthrough seizures that the patient is experiencing are not believed to be related to or caused by the vns. The physician's office increased the patient's output currents for both normal and magnet mode as well as the magnet mode on time in order to treat the patient's breakthrough seizures, in addition to expressing external factors such as medication and stress as possible reasons for the patient's breakthrough seizures. It was stated that the patient thinking that the device has become weaker was related to the patient's breakthrough seizures. No additional relevant information has been received to date.